Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with high threshold measurements. There was also oversensing of noise on the rv channel leading to pacing inhibition with less than two seconds asystole. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with high threshold measurements. There was also oversensing of noise on the rv channel leading to pacing inhibition with less than two seconds asystole. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.